Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) interface is damaged. Functional testing was not performed because of the condition of the device. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a dislodged usb connector.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was overheating. No additional event or patient information is available.